Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Additional information has been requested. (B)(4).

Event description:
A study investigator reported malposition and corneal endothelial touch which necessitated device trimming following a stent implant procedure. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of device trimming due to malposition and corneal endothelial; therefore, the condition of the product could not be verified. A review of the surgical case video revealed that the device was positioned with 3 rings in the anterior chamber at the close of surgery. The instructions for use (IFU) specified that the device should be optimally positioned with 1 ring visible in the anterior chamber. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Since the device was positioned with 3 rings in anterior chamber, IFU recommends 1 ring visible and possible root cause is malpositioning. The manufacturer internal reference number is: (B)(4).